Event description:
This pi is for revision on (B)(6) 2018. In reporting revisions of the patient's right knee on (B)(6) 2025 rep was provided an implant sheet from a revision performed (B)(6) 2018. The facility was in another territory. Reporting rep does not know if any stryker rep was present. Rep also doesn't know the reason for revision. An insert, rotating component, axle, bushings, sleeve and bumper were implanted. Rep confirmed that no further information will be released by the hospital or surgeon.